Event description:
Legs on our ferno inx stretcher did not fully lower prior to removing stretcher from ambulance. This caused the foot end of the stretcher to drop to the ground. Issue was malfunction of the electrical button used to raise and lower the legs. No injury to pt. Medic received bruise to left wrist and left knee, secondary to attempting to keep stretcher from falling. No serious adverse effects. FDA safety report ID# (B)(4).